Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that cable on the instrument was frayed. There was no report that any piece(s) from the instrument fell into a patient during a surgical procedure and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's conductor wires are intact and undamaged; however, the pitch down cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable could likely cause or contribute to an adverse event if the failure mode were to recur.